Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer¿s blood glucose level is high. Customer has been experiencing unexplained high blood glucose since yesterday. Customer¿s blood glucose at time of incident was 522 mg/dl. Customer¿s current blood glucose was 516 mg/dl. Customer reports they feel okay to troubleshooting. Customer reports they have a back-up plan available. Customer treated for high blood glucose with pump. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. The drive support cap appears normal. Customer is not calling back to perform an hp test. Customer wishes to check for the presence of leaks or air bubbles in the reservoir. No kinks or bends on tubing. After performing the manual prime tubing with current set the insulin exited at the qr. Customer wishes to check for possible site/insulin issues. Customer reports site is changed every 2/3 days as per IFU guidelines. Customer is able to remove set at this time. Customer wishes to check basal rate settings for accuracy. Customer reports they are unsure if basal rates are programmed accurately. The insulin pump will not be returned for analysis.